Event description:
It was reported that the patient presented with severe angina. The procedure was to treat the 90% stenosed, mildly calcified, moderately tortuous left circumflex coronary artery. The lesion was pre-dilated with a 2.0x12 mm semi compliant balloon and then the 3.5x33 mm xience xpedition stent was implanted at 16 atmospheres via the radial approach. Fluoroscopy after stenting showed an edge dissection at the proximal end of the stent. The dissection was treated with another xience xpedition stent. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.